Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: during testing, the battery compartment was observed to be cracked. Evidence of moisture corrosion/rust was observed in the battery compartment. The pump failed a leak test at the battery compartment and near the top right corner and middle right side of the display lens. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, evidence of moisture corrosion, and a failed leak test at the battery compartment and display lens. This report is made based on results of investigation completed on 11/16/2015.